Event description:
Boston scientific received info that the pt with this left ventricular (lv) lead was admitted to the hosp due to congestive heart failure. A dislodgement was noted with the non-bsc right atrial (ra) lead. The lv lead displayed high threshold measurements and the pt was experiencing diaphragmatic stimulation. As a result of the ra and lv leads were surgically abandoned and replaced. No adverse pt effects were reported as a result of the revision procedure.

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.